Manufacturer narrative:
The investigation into the pump did not start issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. The root cause of the pump did not start issue was determined to be one open electrical line due to excessive adhesive gluing the wire to the bottom of the red handle thus decreasing its slack and mobility.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The complainant reported that following impella cp insertion for 56-year-old female patient, there was no flow or motor current. The pump did not start. Therefore, another device was used. There was no reported patient harm.